Event description:
It was reported that pump touchscreen did not respond as expected and that pump screen turned off too quickly despite screen timeout setting being confirmed as correct. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.